Event description:
A malfunction alarm occurred without any notable events prior. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if further issues arose, which they acknowledged and understood.